Manufacturer narrative:
G4:23mar2021. B4:06apr2021. A good faith effort was made to the customer who stated that both the blower assembly and motor controller pcba were replaced to resolve the issue. The device passed functional testing after the repair was completed and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 24feb2021.

Event description:
It was reported to philips that the device produced a check vent alarm for "blower temp high" while in use. The device was in use on a patient at the time of the event. The ventilator was swapped with no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed confirmed that an error code was logged in the event log, and that the air inlet filter was clean with nothing expected to have been blocking the air inlet. The cooling fan was also confirmed to be operating as expected. The rse reviewed the suggested repair for in the manual and suggested to replace the blower assembly. The customer ordered the blower assembly as well as a motor controller pcba just in case replacement of both components was required.